Event description:
A physician reported that during the intraocular lens implantation procedure (iol) the second haptic came out stretched. The surgeon managed to avoid amputation of the lens haptic. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).